Event description:
During a patient event, the customer reported that the device lost power and would not operate on ac or dc source. The third party battery that was in use in the device was changed two to three days prior to the event. The patient outcome is unknown. There were no further details on the patient or event provided.

Manufacturer narrative:
(B)(4): the facility biomed evaluated the device and was unable to duplicate the reported problem. Physio-control evaluated the device and was unable to verify or duplicate the reported failure. All event records that occurred prior to (B)(6) 2013 were deleted from the device memory. Physio confirmed proper device operation through functional and performance testing and returned the device to the customer for use. A conclusive cause of the reported event was not determined.